Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. No test strips were returned. Since the contour plus test strips from lot # 8jlhc31e used during the event expired in sep-2020, the in-house contour plus test strips from lot # 0dqhd04b were used to perform in-house testing with the returned meter using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 97 mg/dl at 1:30 p.m. On the contour plus meter and 60 mg/dl at 1:35 p.m. On a different meter. The customer was experiencing symptoms of hypoglycemia such as sweating and shakiness. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.